Event description:
The MRI tech was pushing the trolley and table top with a pt on it when the table struck a wall located out in the holding area. The MRI tech had her finger between the table stop and the table and when she hit the wall. This resulted in both her index finger being crushed at the end and cut.

Manufacturer narrative:
It is clear that the injury was not caused by a malfunction or incorrect use of the medical device but not paying attention by the MRI tech while pushing the trolley that resulted in their injury. Note: the indicated importer has received FDA exemption number, (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.